Event description:
Customer reports meter screen was always blank while using the compact plus system. Customer found that meter powers on, strip advances, but no segments show up on the screen. Display issue found during troubleshooting. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.